Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the impedance issue was not determined. A surgical consultation was scheduled for (B)(6) 2019. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that that the patient is scheduled for surgical intervention on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced a loss of therapy and their impedances were elevated (most electrodes were between 1,900 and 5,000 ohms). Programming the lower impedance values resulted in no stimulation sensation. There was no known activity/event that prompted this issue. No further complications reported.

Manufacturer narrative:
Product ID: 3998, lot# l91972, implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative regarding the patient. It was reported that the surgeon was going to determine on the day of surgery on (B)(6) 2019 if he will replace the entire system or just the battery. Device registration shows that the entire system was replaced on (B)(6) 2019. There were no further complications reported or anticipated.